Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-041: dead battery. Note 1: manufacturer contacted customer in a follow-up call on 13-may-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was feeling better than the day before and was currently resting in bed. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Customer did not have the products with him at the time of the call and was unable to provide meter serial number and test strip lot information. Customer reported that on (B)(6) 2025 he had not been feeling well; customer stated the true metrix meter was not powering on and that he knew his blood glucose was high. Customer had gone to the hospital where his blood glucose test result had been 468 mg/dl (fasting/non-fasting was not disclosed). The diagnosis was high blood glucose and customer had been treated with a shot of undisclosed medication. Customer's blood glucose had come down to 250 mg/dl (fasting/non-fasting was not disclosed). Customer had been discharged the same day and had contacted his doctor to obtain a prescription for a new meter. Customer stated the doctor did not give him a prescription and so he had gone to the pharmacy to obtain a replacement meter; customer stated the pharmacy had advised him to contact the manufacturer. At the time of the call the customer reported still feeling weak and tired and stated that he was unable to walk; customer stated he would go back to the hospital he continues to feel unwell.